Event description:
One pt sample with discrepant tsh results. Initial result 0.096 ulu/ml, repeat 1.92 ulu/ul. Erroneous result was not reported. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.